Event description:
It was reported that during withdrawal of a pta balloon dilatation catheter, the pta balloon began to "shear" off the rest of the device. The pta balloon dilatation catheter and the 6f introducer sheath were removed simultaneously from the patient. No patient injury.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The sample has been returned for evaluation and the investigation is currently underway.